Event description:
It was reported that the motor is running hot, no patient impact, it was switched out with another to complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: could not verify customer complaint concerning over-heating, as unit was not working when arrived. Motor, motor cable, and other parts were replaced due to saline causing corrosion. The collet was disassembled in order to clean. The corrosion was not allowing rotation of the wheel, and motor seized. The item was repaired, tested, and passed all manufacturing specifications. Method: test for high temperature conditions. (B)(4).